Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the centrifugal control module display went blank for about 20 minutes and then came back on. The motor did not stop. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.